Manufacturer narrative:
The customer¿s report of a disconnection and leak was not confirmed or replicated. Upon visual inspection, there were no signs of deformities or damage found to the pumping segment or any other part of the set. No visible damage was able to be found under magnification. Functional and pressure testing was performed and no leaks were detected anywhere between on the pumping segment during the gravity run. The set was then inserted into a pumping module and programmed to run at a rate of 125 ml/hr. No leak or disconnection was found in the one hour it was run. The root cause of the customer¿s report of a leak and a disconnection were not able to be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing set "came apart" while the nurse was "working with it" to attempt to clear the associated pump occlusion alarm. The tubing set was connected to a patient and the separation resulted in a leak of IV fluid. The customer reported no patient harm.